Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Field indicated that patient had a chicken wing anatomy with a short neck which may have contributed the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown amplatzer delivery system. At the beginning of the procedure, a mitraclip was successfully implanted. The physicians made the decision to implant the amulet device during the mitraclip procedure to utilize the same transseptal puncture, as the patient had a complex anatomy. The 22mm amulet device was attempted to implant but this was unsuccessful as it was not stable in the left atrial appendage. It was removed prior to being released from the delivery cable. A 25mm amplatzer amulet left atrial appendage occluder was then attempted for implant, but this was also unsuccessful. The device was unstable, and the device and systems were removed. A new lower and more posterior transseptal puncture was performed. A new 22mm amplatzer amulet left atrial appendage occluder was then attempted for implant without success not stable in the left atrial appendage. The patient had a chicken wing anatomy with a short neck. It was noted that none of the occluders used were completely retracted into the delivery system. Heparin was administered during the procedure after transseptal puncture. The patient experienced a pericardial effusion that lead to cardiac tamponade and the procedure was concluded. The location of the effusion was unknown. A pericardiocentesis was completed. The patient required prolonged hospitalization. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown amplatzer delivery system. At the beginning of the procedure, a mitraclip was successfully implanted. The physicians made the decision to implant the amulet device during the mitraclip procedure to utilize the same transseptal puncture, as the patient had a complex anatomy. The 22mm amulet device was attempted to implant but this was unsuccessful as it was not stable in the left atrial appendage. It was removed prior to being released from the delivery cable. A 25mm amplatzer amulet left atrial appendage occluder was then attempted for implant, but this was also unsuccessful. The device was unstable, and the device and systems were removed. A new lower and more posterior transseptal puncture was performed. A new 22mm amplatzer amulet left atrial appendage occluder was then attempted for implant without success not stable in the left atrial appendage. The patient had a chicken wing anatomy with a short neck. It was noted that none of the occluders used were completely retracted into the delivery system. Heparin was administered during the procedure after transeptal puncture. The patient experienced a pericardial effusion that lead to cardiac tamponade and the procedure was concluded. The location of the effusion was unknown. A pericardiocentesis was completed. The patient required prolonged hospitalization. The patient status was reported as discharged.